Manufacturer narrative:
On (B)(4) 2011: this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.

Event description:
Reportedly, the reply d pacemaker was implanted on (B)(6) 2010 following the diagnosis performed with a reveal (medtronic implantable cardiac monitor). On (B)(6) 2011, the patient had a syncope leading to a slight traumatism. The physician interrogated the device one hour after the syncope and no problems were noted. The reveal device showed that the patient experienced an 11 seconds pause on (B)(6) 2011 at 22h25. The physician decided to reprogram the pacemaker device in ddd mode (it was previously in safer mode). The physician requested an explanation about the reported behavior.